Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of nozzle unit on o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800, d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).